Event description:
Customer reports the tip of the instrument broke in the pt's mouth, after sharpening, and is concerned it could have been swallowed though it was not. No pt harm.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.